Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for preactivaton & difficult/unable to operate. H3 other text : see h.10

Event description:
It was reported that bd autoshield¿ duo safety pen needle came already activated and were unusable. The following information was provided by the initial reporter: material no: 329515 batch no: unknown it was reported that a pharmacist sent an email on behalf of a consumer who is receiving autoshield pen needles that are already activated and the shield won't push down, so they are unusable. Complaint received from pharmacist regarding a consumer who is receiving autoshield pen needles that are "already activated" and the "shield won't push down" so they are unusable. Consumer has not had to go to doctor or missed doses. Sample available. Date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd autoshield¿ duo safety pen needle came already activated and were unusable. The following information was provided by the initial reporter: material no: 329515 batch no: unknown. It was reported that a pharmacist sent an email on behalf of a consumer who is receiving autoshield pen needles that are already activated and the shield won't push down, so they are unusable. Complaint received from pharmacist regarding a consumer who is receiving autoshield pen needles that are "already activated" and the "shield won't push down" so they are unusable. Consumer has not had to go to doctor or missed doses. Sample available. Date unknown.